Event description:
The large needle driver instrument was used during a da vinci surgical procedure, but no description of the issue was provided. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation observed main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Additional observation upon removal of the instrument's housing was color residue on the instrument clamping pulley. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage with material removed, found during failure analysis could cause or contribute to an adverse event if to reoccur.